Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female of an unknown ethnicity who underwent breast implant surgery with mentor memoryshape breast implant 555cc, date of implantation (B)(6) 2016) has experienced a right side breast implant rupture. As a result, the patient underwent explantation without replacement on (B)(6) 2019. Furthermore, the patient has a history of left breast cancer which was diagnosed in 2007. The patient underwent a bilateral mastectomy and chemotherapy treatment (tamoxifen 2008-2013). The patient underwent breast reconstruction and her implants were placed on 5/18/2016. The re-occurrence of the patient¿s breast cancer developed in (B)(6) 2017. As a result, the patient underwent a lumpectomy with implant removal and no device replacement on (B)(6) 2019. This report is for the left side device.